Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the lens was not coming out of the cartridge correctly and was scratched by the cartridge upon implantation. Additional information was requested.

Manufacturer narrative:
Additional information provided. The cartridge product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the tip was damaged. There was also resistance noted during the implantation of the lens.

Manufacturer narrative:
The cartridge was returned inside an opened pouch. A very small amount of solution is observed in the cartridge. The tip has stress lines and a posterior aneurysm along the handpiece plunger travel path. The cartridge shows evidence of being locked securely into a handpiece. The lens evaluation results indicated that the lens was returned in two pieces with viscoelastic and scratch damage present. Cartridge and lens product history records were reviewed and all documents indicate the products met release criteria. The customer indicated the use of a handpiece. A non-qualified viscoelastic was indicated. The reported tip damage was observed. The root cause of the reported event may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Also an inadequate amount of viscoelastic was observed in the cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).